Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, it was reported to the dl, per sales rep the tip broke off in one and the other the needle was bent. No adverse impact patient/user. Device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: - no product will be returned. We investigated the use of the x-1 needle and found out that it was being used for deeper layers, not skin, and bent because of it. Therefore we moved the physician to a CT-2 needle and the issue was solved here at upmc. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.